Event description:
As reported, approximately 70 years post op the initial left reverse tsa, this 70 y/o male patient was revised due to dislocation. The poly was disassociated from the tray. Patient was last known to be in stable condition following the event. Device is not returning, product was sent to spd.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-01-13 - equinoxe, humeral stem primary, press fit 13mm 4006628, 320-10-05 - equinoxe reverse tray adapter plate tray +5 4018756, 320-15-01 - eq rev glenoid plate 4022980, 320-15-05 - eq rev locking screw 4019110, 320-20-00 - eq reverse torque defining screw kit 4007998, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm 3967635, 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm 3989234, 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm 4019449, 4019468, 320-42-00 - equinoxe reverse 42mm humeral liner +0 3925448.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a combination of dislocation and humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation-which may have been the result of either incomplete seating of the liner during implantation, bone impingement, patient conditions, or any combination of these possibilities-led to the dislocation as the explanted devices were not returned for evaluation and images/pre-revision radiographs were unable to be obtained. Section h11: *the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.